Manufacturer narrative:
Kalva, s. P., marentis, t. C., yeddula, k., somarouthu, b., wicky, s., & stecker, m. S. (2010). Long-term safety and effectiveness of the ¿optease¿ vena cava filter. Cardiovascular and interventional radiology, 34(2), 331-337. Doi:10.1007/s00270-010-9969-9. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available.  The devices are optease vena cava filters but the catalog and lot numbers are not available. As noted in the literary publication by kalva et al long-term safety and effectiveness of the "optease" vena cava filter, cardiovasc intervent radiol (2011) 34(2): 331-337, there were 7 events of post-filter deep vein thrombosis (dvt). The products were not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed.  The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots, clotting nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction and thrombus formation are potential complications of filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the literary publication by kalva et al long-term safety and effectiveness of the "optease" vena cava filter, cardiovasc intervent radiol (2011) 34(2): 331-337, there were 7 events of post-filter deep vein thrombosis (dvt).